Event description:
It was reported the powerseal cutter inside the subject device had stopped working midway and could no longer be used. The issue was found during total laparoscopic hysterectomy, the procedure was completed by switching to a separate new product, an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: this event was caused by a component failure of the cut trigger. The blade fell off from the jaw area and was fixed in a ajar state. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.